Manufacturer narrative:
Medical device expiration date: na. Investigation summary: two photos were received by our quality team for evaluation. From the photos, foreign matter was observed on the syringe product. A device history record review found no non-conformances associated with this issue during production of this batch. As no sample was returned to determine the foreign matter type, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: from photos, observed foreign matter on syringe product. However, there is no sample returned to determine the foreign matter type. Root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
It was reported that the syringe 10ml ls bulk non-printed eto res experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: on (B)(6) 2021at 3:00pm during vi (visual inspection) processes, operators observed unknown particles in a syringe batch. An internal investigation was conducted and part of the conclusion was to notify the supplier of the syringes. 1 syringe was identified with an unknown contaminant. A summary from an external detailed investigation has identified the particle of foreign matter in the syringe from a syringe batch as a complex mixture consisting of a 1.5 mm long flake of hydroxyethyl cellulose to which was attached another smaller flake identified as a polyurethane-based polymer (refer 2nd attachment). The flake of hydroxyethyl cellulose also had many fragmented particles of aluminium phosphate attached to it. Hydroxyethyl cellulose is one of excipients used in the gel formulation and so it is possible that the contamination is being introduced with this excipient but there is no evidence to confirm this. Both the flake of hydroxyethyl cellulose and the polyurethane-based polymer had many small flakes of aluminium metal embedded in them.